Event description:
(B)(6) states that the rear tire came loose on the chair. (B)(6) states that the tire didn't come of but is very loose. Advised them to tighten the hardware.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.